Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 200 mg/dl to 400 mg/dl. Customer went to emergency room. Customer was treated with insulin drip and insulin shot. Customer had symptoms like nausea and vomiting. Customer declined to perform a carelink upload. Customer did not allege insulin pump was under delivering. Customer also received no delivery alarms. Customer declined to test on insulin pump. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.